Event description:
Additional information received reported that the patient experienced inappropriate stimulation.

Event description:
It was reported the patient had inadequate paresthesia coverage. The patient had increased right lower extremity pain. The patient had stimulation in their left abdomen with continued tingling sensation after turning the stimulator off. Paresthesia became uncomfortable after about 30 minutes of use. Since last reprogramming the stimulator switches on at night waking the patient. Intervention involved reprogramming the device. The event was noted as resolved without sequelae and related to device or therapy and not related to the implant procedure.

Manufacturer narrative:
Concomitant products: product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), im planted: (B)(6) 2012, product type lead. (B)(4).